Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 years and 4 months after the dental implant was installed in intraoral region #10 it was verified its loss of osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.